Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient was pre-operatively diagnosed with lumbar spondylolisthesis, lumbar stenosis, lumbar nerve root compression, lumbar radiculopathy and underwent following procedures lumbar laminectomy, bilateral l4, l5, s1 with left-sided approach, pedicle screw fixation,l4-s1 left, with screws placement, bone morphogenic protein local bone graft for posterior fusion. As per op note, ¿a mixture of bone morphogenic protein and carrier as well as morselized bone graft material from the operative site were used in the lateral gutter for posterolateral bone graft placement. The patient tolerated the procedure and anesthesia well.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.